Manufacturer narrative:
The aic has been returned for evaluation, however the investigation is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed field service representative reported that at the user facility during setup of an impella pump, the automated impella controller (aic) did not recognize the purge cassette. Replacing the purge cassette did not resolve the issue. The aic was exchanged and the issue was resolved. No patient involvement at the time of this event.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. Product was returned for evaluation. The console was tested after arriving in fs. Purge shaft could not be turned even with the motor dismounted and failed torque test step 11 of pm procedure (B)(6). Dried glucose was not the root cause of this failure. The failure mode will be monitored and trended.